Manufacturer narrative:
Evaluation summary: a device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. The sample consisted of one catheter. The catheter came inside a plastic bag and it presented signs of use (blood residues). Functional testing was required (underwater test) for verify if the catheter present any leak. After this testing the catheter showed a leak below the hub. Visual inspection was performed and the catheter presents a small hole in the shaft where the leak occurred. Manufacturing performed 100% inspection for crack or leak which would identify this issue in the catheter. The reported condition has been confirmed. Based on the information, the device functioned as intended for an undetermined amount of time and this defect was not identified prior to use. It can be concluded that the product was manufactured according to specifications and functioned as intended, and a cause could not be related to manufacturing activities. The most probable root cause could be considered as customer misuse/perception (leak could be caused due to excessive force, sharp objects or due to an inappropriate use of cleaning agents.) No trends or triggers have been found. No action is deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while undergoing dialysis, the device leaked due to a small hole where the catheter tube meets the bifurcate. The catheter was removed and replaced. There was no harm to the patient.